Event description:
The customer reported that while the unit was in use on a pt, the unit displayed "autofill failure" and "maintenance code #2" (drive transducer offset failure) messages. The unit was replaced. The replaced pump displayed the same alarm refer to MDR 2249723-2014-01057 and (B)(4) for the first pump. The pt was switched to third pump and therapy was continued. No pt injury was reported.

Manufacturer narrative:
Due to the time lapse of this complaint, no further eval with respect to the iabp info such as type and s/n) and the resolution of the event has been made. (B)(4).